Event description:
A customer was contacted originally for a check lines and bags alarm the caregiver(cg) reported the home patient (hp) would sometimes have a low drain volume alarm during previous therapies on the homechoice machine(hc). The cg stated the home patient(hp) bypasses the alarm by drinking a glass of water and draining that fluid out. The technical service representative (tsr) advised the caregiver (cg) that they should contact baxter technical services (bts) when they get those alarms in order to troubleshoot and ensure that the hp is draining everything properly. The cg understood. The cg stated that other than that therapy has been going well. The cg was contacted on (B)(4) 2011. The cg stated that the hp normally only drinks water to get past drain 1 and they don't have issues in any other cycles. The cg stated the hp did not develop any adverse reactions or need any medical intervention. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was confirmed. The root cause was identified to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.